Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced physical pain and suffering, internal bleeding, vaginal bleeding, and vaginal inflammation. The patient also suffered urinary incontinence, pain during intercourse and loss of sensation with sexual intercourse. All other information is unknown and unavailable.